Event description:
It was reported that approximately 10 months post 3.5x18mm xience v stent implantation in the proximal left anterior descending artery, the patient did not feel well and was hospitalized. Electrocardiogram was suggestive of a myocardial infarction and in-stent restenosis of the proximal stent was found. On (B)(6) 2012, coronary artery bypass graft surgery was performed. There was no adverse patient sequela reported and on (B)(6) 2012, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. Myocardial infarction, stenosis/restenosis, and surgical procedure (coronary artery bypass graft surgery) are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.